Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 10,700 joules during a prostate procedure. The procedure was completed with a second fiber. No patient or end user injury was reported. The patient outcome was reported as "okay".